Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that high impedances were measured on contact one. The cause of the high impedances was not determined. No surgical intervention occurred or was planned. The implantable neurostimulator (ins) was programmed around contact one and the issue was resolved. The patient's indication for use is parkinson's dual and movement disorders.